Event description:
It was reported that during an upper right lobectomy by video-thoracoscopy procedure, the device remained closed on the tissue. The stapler jammed and remained closed on the pulmonary parenchyma. The release button did not work. He used another stapler to end the stapling of the parenchyma and to remove the locked stapler. The procedure was difficult and the post-operative draining was longer. The patient is fine.

Manufacturer narrative:
(B)(4).yoke flange. The analysis results found that the device was received with the clamping mechanism damaged and with a reload loaded in the device. The reload was received fully fired and with the lockout spring normal. The device was disassembled to verify the condition of the internal components; the yoke was found damaged where engages with the tube (yoke flange). Although no conclusion could be reached as to what caused the damage to the device, the damage is consistent with a large praying force in the opening direction to the closing trigger resulting in the separation between the tube and the yoke damaging the yoke flange. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Device was not returned for evaluation. Device not returned the complaint could not be confirmed because no device was returned for analysis. The device history records were reviewed and the manufacturing criteria was met prior to the release of the batches included in this lot.

Manufacturer narrative:
(B)(4). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Did the longer post-operative drainage clinically impact the patient? What is the current status of the patient? Which firing did the event occur? Was the firing sequence completed? Did the device cut the tissue? Were staples deployed from the device? Were the deployed staples formed correctly? Once the device was removed, was there any damage to the tissue? If so, how was it repaired? What color cartridge was being used? What other color cartridges were used before and after this event? Was buttressing material utilized? If so, which product? Was the instrument fired across or near an existing staple line or clip? Were any unexpected noises heard? If so, when? Were any of the forces higher or lower than expected closing the device? How was the case completed? Is there any other additional information you would like to share about this device or procedure?